Event description:
It was reported "the physician placed a balloon pump in the patient. Prior to insertion the nurse plugged the fiberoptic cable into the pump but the pump would not read the fiberoptic cable. The nurse hooked up the arterial line but it would not read the arterial line either. The pump would not pump so the nurse asked for a second pump. The cables were disconnected and reconnected to the new pump. The new pump recognized the fiberoptic cable and started pumping." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of pump would not read the fiberoptic cable, and arterial line is not able to be confirmed. No part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the physician placed a balloon pump in the patient. Prior to insertion the nurse plugged the fiberoptic cable into the pump but the pump would not read the fiberoptic cable. The nurse hooked up the arterial line but it would not read the arterial line either. The pump would not pump so the nurse asked for a second pump. The cables were disconnected and reconnected to the new pump. The new pump recognized the fiberoptic cable and started pumping." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".